Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since the patient was implanted ((B)(6) 2016), they had a problem with how much time it took for them to charge the implant, as it took them 1.5 to 2 hours every other day to charge it. It was reported that it took forever and it was also mentioned that they never allowed the implant to get below 50 percent. The patient stated that they did not know just how much time it would take for the ins to charge or how hard it would be to sync it up with the charging unit. Coupling bars were reviewed with the patient and the patient confirmed that they had always gotten eight coupling bars when they recharged and that they would charge to 100 percent every time to decrease the recharge time. It was reviewed with the patient that programming could affect the recharge interval and then they were redirected with their healthcare provider (hcp) to discuss possible programming alternates that wouldn¿t require the patient to charge so frequently. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information received from the consumer on (B)(6) 2017 reporting that nothing had been done to improve charging times. The implant was implant in the right back/hip area and was very difficult to sync the unit for max. Recharging efforts. It was noted that the best way was for the patient to lie on their back but it was not comfortable for them. The issues had not been resolved. Patient weight was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.